Manufacturer narrative:
--

Event description:
Information was received that this device was explanted due to end of life (eol)/elective replacement indicator (eri). The device was replaced with a competitor product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection of the device noted no irregularities to contribute to the allegation from the field. Initial longevity analysis determined the device did not meet longevity. Additionally, it is confirmed that the device was operating with a current drain right at the bin boundary, and it is possible that the pg current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device switched bins for longevity calculations. The auto-capture feature was not in use at the time of ert declaration. It is suspected that programming changes may not have been a factor, however, this cannot be confirmed. The allegation indicates that the device progressed faster than expected to ert.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Additional laboratory testing and analysis is pending at this time, and this report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device exhibited varying magnet rates and estimated longevities between interrogations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.